Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the inspection of the skull clamp shows that it has rotational movement in its swivel lock assembly, and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts. The rocker arm hole diameters are out of tolerance, and the rocker arm must be replaced along with its screw assembly. The skull clamp's base has worn off inner threads in the center of the starburst teeth, and the base must be machined and tabbed to insert heli coil threads. To resolve all issues, the rocker arm was replaced, the base casting of the skull clamp was machined, and the heli-coil threads were inserted. The internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause: the complaint is confirmed via inspection of the unit. The clamp had rotational movement in the swivel lock assembly, a residue buildup was present, the rocker arm holes were out of tolerance, and the clamp base had worn inner threads in the starburst. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) does not keep the head stable. No additional information has been reported.